Manufacturer narrative:
The "damaged/used" surefit dual dispersive electrode was not returned to conmed corporation for evaluation of "burned patient's back."" No visual evidence (photographs) of the complaint device was made available. A failure analysis could not be completed; therefore, the reported failure cannot be confirmed nor verified. The lot number was not provided; therefore, a review of the manufacturing documents were not obtainable. A 2-year review of the complaint device history revealed 7 complaints involving 7 devices for "patient burn" were received. None of these complaints were confirmed due to no device available for evaluation or no manufacturing defects were identified. During this same 2 year time frame over (B)(4) devices were sold worldwide making the occurrence rate for this failure mode 0.0 percent. The instructions for use (IFU) specifically states "avoid placement on bony prominences, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply were fluid may pool." To reduce the risk of patient burns, the IFU further provides the following additional warnings and precautions: failure to achieve good skin contact by the entire adhesive surface of the dispersive electrode may result in electrosurgical burns or poor electrosurgical performance. Heat applied by thermal blankets or other sources are cumulative with heat produced at the dispersive electrode. Choice of application site removed from other heat sources reduces the risk of patient injury. Power output should be limited to 300 watts for less than 60 second activation intervals in order to minimize the potential for patient burns. Always use the lowest power settings to achieve desired surgical effect. During surgery if patient is repositioned, re-inspect dispersive electrode and all connections. Do not re-use or re-locate the dispersive electrode after initial application.

Event description:
As reported by the patient, during a cardiac ablation on (B)(6) 2016, when he "awoke from sedation, he felt like a knife was stabbing him in the back. The doctor stated that he was burned by the pad" which he identified as a conmed product. The patient could not identify the device name or catalog number and the facility did not report this incident. Follow up with the patient revealed that the physician also performed an external cardioversion. This procedure requires the use of defibrillation pads to return the heart to a normal rhythm and are frequently placed on the chest as well as the back. One of the known risks of this procedure is burns to the skin. It is unknown at this time the model, manufacturer or the placement of the defibrillator pads in use at time of this reported incident. After multiple attempts to obtain information from the user facility, on 25-january-2017, a patient care representative provided the catalog number as a 410-2000, conmed surefit dual dispersive electrode. Emails and phone calls requesting pad placement and esu settings, degree of burn and treatment provided, as well as the patient's current status have gone unanswered. During a follow-up phone call with the patient, he reported that he used over the counter burn cream to treat his burn and his physician said it was healing with no signs of infection.